Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele and abnormal uterine bleeding; concurrent procedures-lsh, bso. It was reported that patient underwent reconstructive surgery and mesh removal on 8/2/10 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent evacuation of hematoma and ligation of bleeder on (B)(6) 2009 due to postop bleeding. (B)(4).